Event description:
Customer reported a blood leak at the filter at the beginning of a treatment. Treatment was aborted. Peripheral cannula used for venous access. Patient was given 100 saline before receiving the next treatment. The patient was reported to be in stable condition. There was no service order generated. The customer provided a photo for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the photographs confirmed the reported blood leak; however, the analysis was unable to confirm the actual leak site. The root cause of the leak could not be determined from analysis of the photograph. No manufacturing defects were found during the investigation. Review of the device history record did not identify any related nonconformances. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement process. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of lot d104 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, pto leak, and no trends were detected. No corrective and preventive action was initiated for complaint category pto leak. This assessment is based on information available at the time of this report. Analysis of the photograph sent by the customer is still in progress; a supplemental report will be filed with the results of this analysis. Meddra codes: lt-device malfunction-10063829 (B)(4). Ttqms: 14758 rr: 14999 h.p. (B)(6) 2015.